Event description:
It was reported the sheath was noted to be damaged when removed from the pt. Femoral access was obtained using a needle followed by a guidewire. The dilator was used for insertion of the introducer but was removed and the guidewire and sheath were left in place to assist with positioning of the catheter into the vessel. The physician was observing the access pathway for placement of the catheter under fluoroscopy when it was noted the guidewire was protruding through the sheath. The sheath was removed from the pt and there were no consequences to the pt. Add¿l info was requested and is not available.

Manufacturer narrative:
One 5f fast-cath introducer was received for eval. Visual inspection revealed the sheath was almost completely separated. The separation was located 3.6 inches proximal from the sheath tip end. Additionally, an angled cut was noted on one edge of the sheath. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors. The device was sent for add¿l testing. Should add¿l relevant info be provided, a follow-up report will be submitted.